Event description:
The customer reported that the original acl surgery was performed on (B)(6) 2015 and that the surgery was completed with no complications or problems noted. However, during a postoperative visit on (B)(6) 2015, the surgeon discovered that the graftmax button btb (bone tendon bone) used during the original surgery had pulled too far up and reportedly stuck in soft tissue. This caused the bone block in the femoral tunnel to have some micro motion (bungee cord effect) and not allowing bone-to-bone ingrowth. A revision surgery was scheduled and performed on (B)(6) 2015. Reportedly the revision surgery went well and that the graftmax button was relocated and reseated down to lateral cortex. X-ray confirmed the implant position and the surgery completed with no complications or patient injury. Follow-up with the user facility revealed that the (B)(6), female patient was discharged per routine procedure and is currently recovering well.

Manufacturer narrative:
As reported, the graftmax button btb (bone tendon bone) is not expected for evaluation, as it was repositioned and remained implanted in the patient's knee. Without the actual product, an evaluation could not be performed and the root cause of the alleged problem "implant migrating" was unable to be determined. This lot with the (B)(4) was manufactured on 26-feb-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there were no other complaints received for this item and lot number combination. A review of the complaint history for this device shows other than this reported incident, there have been no serious injuries or death related to this problem. This is a newly release product and is currently being monitored by the new product quality engineer (npqe). The graftmax button btb (bone tendon bone) is a single use implant used for fixation of tissue to bone. The graftmax button btb is intended to provide suspension fixation for soft tissue to bone in the repair of the natural ligament or tendon disruption or reconstruction of a ligament using soft tissue grafts or bone tendon grafts. This is a newly release product and is very technique dependent. Preoperative and operating room procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this fixation device. To reduce the risk of patient injury, the instruction for use (IFU) provides the following contraindications, precautions and warnings: contraindications: in sufficient quantity or quality of cortical bone for fixation. Blood supply limitations and/or previous infections, which may tend to retard healing. Patients with active sepsis. Conditions which tend to limit the patient's ability or willingness to follow directions during the healing period. Precautions: ensure adequate bone tunnel length and diameter. Detailed instructions on the use and limitations of the device must be given to the patient. Any decision to remove the fixation device during a second procedure must take into consideration the potential risk to the patient of an additional surgical procedure. Implant removal must be followed by adequate postoperative management. Warnings: failure to measure the diameter of the graft properly may result in suture breakage due to excessive force required to advance the graft. Applying tension to the graft loaded in the button while advancing may cause the device to flip prematurely. Preoperative and operating room procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this fixation device. It is recommended that interference screws and related insertion instrumentation be available in the event of complications during implantation. Repositioned & remained implanted.